Event description:
The original procedure was an aortic valve replacement. The pt was returned to the or 4 times after the procedure. On the 4th trip back to the or, the pt expired due to blood loss. Post mortem exam revealed the blood loss was due to a suture breakage on the aortic flap that had been sewn in. No additional info is available.